Manufacturer narrative:
Bench confirmed the complaint. The battery is not charging, need to replace the power harness to fix the problem. The battery voltage dropped too low and now will not charge, need to replace the battery. Bench replaced the battery, power harness, pm kit, and box to resolve the reported issue. The device passed required performance verification tests per philips standards.

Manufacturer narrative:
Date of report: 24aug2021. There was no patient involvement.

Event description:
The customer called into technical support (ts) reporting that the device¿s fan was cycling power in standby on and off and there's internal battery failure (battery was just replaced (B)(6) 2020). The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed reported problem. Customer states unit cooling fan is pulsating on and off as if trying to charge battery, battery is connected but no battery charge led is illuminated and noted code ¿1124¿ (cbit) check vent: battery failed in error log. Visual inspection per customer shows that one pin on battery connector of power harness in unit may be pushed in causing the error. Customer requests bench repair and will need a shipping box sent.

Manufacturer narrative:
The battery was returned for analysis. The complaint is duplicated. The root cause cannot be determined without opening the battery package. Unit will be returned to manufacturer for analysis.